Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as touch contamination from diarrhea. The peritonitis was manifested by vomiting, diarrhea, abdomen pain and cloudy pd fluids. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics for the event. Dianeal therapies were ongoing. Seventeen days after admission to the hospital, the patient was discharged and was recovered. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.